Manufacturer narrative:
The ventilator was investigated on site and the o2-sensor and the nozzles units in the gas modules were replaced and returned for further investigation. Simulated use testing of the received o2-sensor has reproduced the described customer issue. Simulated use testing of the received nozzle units has not reproduced the described customer issue. The review of the returned device logs confirms the reported issue and the fault could be traced back to mars 11. Therefore the ¿date of event¿ will be set to (B)(6) 2021. If this fault with the nozzle units happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. If this fault with the o2-sensor happens during ventilation only measurements will be affected, alarms will be activated. Our investigation has concluded that the o2-sensor was faulty, due to a failure on the printed circuit board inside of the o2-sensor. The reported problem with the nozzle units could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and sensor tests during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).